Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the rear caster brake has frozen bearings and will not roll or swivel.